Manufacturer narrative:
Evaluation by the carefusion failure analysis technician is anticipated but has not yet begun.

Event description:
The customer reported that the demo blender fio2 was not accurate. No patient involvement.